Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
Customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 104 mg/dl. Customer advised the insulin pump was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.